Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.00/2.5/110 (sphere/cylinder/axis) into the patient's right eye (od) on may/17/2024 as a replacement lens. Reportedly "good postoperative appearance. Va is still blurred at her pow 1 appt" and "issue possibly resolved". It was later reported "patient doing great today. 20/25 ucva. Vault 500-550 microns. Cornea quieted down. Patient happy!". The lens remains implanted and the problem was resolved.